Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and bard graft dulex on (B)(6) 2009 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard graft dulex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and bard graft dulex on (B)(6) 2009 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard graft dulex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of dulex mesh (device #1). Per op notes, "a dulex mesh (device #1) was placed and sutured." (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with explant of dulex mesh (device #1) and implant of ventralex st (device #2). Per op notes, "the old mesh (device #1) was identified and removed. A ventralex st (device #2) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.